Event description:
As a result of a failed proficiency survey for sodium, the user performed comparisons with 10 patient samples with another laboratory. The comparisons were performed on separate tubes from the same venipuncture. Of the patient data provided, the results for six samples were discrepant. No specific data could be provided for the proficiency material. The user stated the sample results initially were in the range of 121- 128 mmol/l and when tested at the other laboratory, the results were in the range of 134-138 mmol/l. Patient sample 1 initial sodium result was 125 mmol/l with a data flag and the repeat results on the same analyzer were 128 and 124 mmol/l with data flags. The result from the other laboratory was 135 mmol/l. Patient sample 2 was from a female born on (B)(6). The initial sodium result was 125 mmol/l with a data flag and the repeat result on the same analyzer was 126 mmol/l with a data flag. The repeat result from the other laboratory was 133 mmol/l. The initial bicarbonate result was 28 mmol/l and the repeat result from the other laboratory was 21 mmol/l. Patient sample 3 was from a male born on (B)(6). The initial sodium result was 126 mmol/l with a data flag and the repeat result from the other laboratory was 134 mmol/l. Patient sample 4 was from a female born on (B)(6). The initial sodium result was 128 mmol/l with a data flag and the repeat result on the same analyzer was 128 mmol/l with a data flag. The repeat result from the other laboratory was 135 mmol/l. The initial bicarbonate result was 29 mmol/l and the repeat result from the other laboratory was 19 mmol/l. Patient sample 5 from a male patient, initial sodium result was 129 mmol/l with a data flag and the repeat result from the other laboratory was 136 mmol/l. Patient sample 6 initial sodium result was 126 mmol/l and the repeat result from the other laboratory was 135 mmol/l. The initial results were reported outside the laboratory. The user stated she had heard of no patients that had been treated on the basis of the low results. The sodium electrode lot number and the bicarbonate reagent lot number were not provided. The field service representative was unable to determine a cause. He replaced the ise tubing and the ise calibrator. To verify the analyzer operation, he ran precision testing, calibration and quality control which were within specifications.

Event description:
Zoll lifecor customer support reviewed the download of a (B)(6) male pt, which revealed several battery charger faults. Support issued the pt a replacement battery pack.

Manufacturer narrative:
A specific root cause could not be identified as detailed information was not provided for further investigation. The issue was resolved by maintenance actions. No patients were adversely affected.